Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint, minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was unknown mg/dl. The troubleshooting was performed. The customer was asked to insert new aaa alkaline battery (recommended energizer) and clean battery cap contact with a cotton swab and isopropyl alcohol. The customer stated that the display did not return. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instruction.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.